Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recv2588 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hole in one of the lumens on the PICC. More information has been requested.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in one of the lumens was confirmed and the cause appears to be use related. The product returned for evaluation was a 5fr t/l powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed 4mm proximal of the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges planar shape to the fracture surface blood residue was seen on the sample which showed that the product had undergone at least some use care should be taken when using sharp-edged instruments near the product, and the product instruction for use (IFU) was found to contain the following information which may be relevant to this type of event, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps." An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that there was a hole in one of the lumens on the PICC. More information has been requested.